Event description:
It was reported that the patient had fallen from a 15 meter high altitude and experienced a bone fracture. After the incident, stimulation stopped. The patient visited the hospital in (B)(6)-2011 where a doctor reprogrammed him. Following the reprogramming, impedance readings on pairs 0/1, 0/3 and 1/3 showed "???". The extension was replaced on (B)(6)-2011, though it was noted that during and after the operation impedance readings on pairs 0/1 and 0/3 showed "???". On (B)(6)-2011 the patient reported not receiving any stimulation. The settings were adjusted, and all impedances were within normal range. The patient was reprogrammed several times, but was not satisfied with the effect of stimulation. The implantable neurostimulator was replaced on (B)(6)-2011. Before the replacement impedances were normal. The stimulation effect was changed from the implant, and amplitude was turned up to 8.0 volts even after the replacement. No health hazard was reported regarding the patient outcome.

Manufacturer narrative:
Analysis of ipg model 7425, serial# (B)(4), showed no anomalies and was both visually and functionally okay. Output test showed stable output at all electrode pairs and normal impedances were obtained.